Event description:
End user claimed that the meter will detect the strip that has been inserted into the meter but once it asks for a blood sample the meter will shut off while trying to test. End user used 11 strips and got the same results while on the phone call with mhc customer service.